Event description:
It was reported by customer that accucath would not properly retract. Additional information received 8 november 2023: event directly involved a user. Did not involve urgent/life threatening medical situation. No patient harm, injury, complication or negative outcome as a result of the event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper needle retraction is confirmed, but the root cause could not be determined. One 20 ga accucath ace was returned with its opened packaging for evaluation. A microscopic observation revealed no use residues throughout the returned device. The needle was bent at the proximal end of the needle. A functional test of attempting to retract the needle after the catheter was removed from the needle revealed difficulty retracting the needle. The needle retracted after some maneuvering of the device. Due to difficulty retracting the needle during functional testing, the complaint of unable to safety the needle is confirmed. The bend in the needle shaft appeared to cause that difficulty; however, the exact cause of the bend could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that accucath would not properly retract. Additional information received 8 november 2023: event directly involved a user. Did not involve urgent/life threatening medical situation. No patient harm, injury, complication or negative outcome as a result of the event.